Manufacturer narrative:
Product analysis results visual and microscopic inspection confirmed the peek portion of the spacer has broken away from the spacer. There are witness marks on the backside of the spacer indicating that the spacer was impacted. Both of the ears on the peek portion of the spacer have broken off indicating that the implant came in contact with bone and was pushed back, causing the ears to break off and that section of the implant to separate. This type of damage is consistent with excessive force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent mis tlif(minimally invasive transforaminal lumbar interbody fusion) at l5-s1 due to disc herniation, stenosis and instability. Intra-op, while implanting cage into interbody space implant appeared to be open based upon lateral fluoro. Impacted a couple times (though not yet into interbody space). Doctor removed implant and it was loosely opening and not holding its shape. The cage was replaced with a new cage and the new cage was implanted normally without any issues. No patient complications were reported due to this event.